Event description:
According to the reporter : during esophagectomy/gastric tube reconstruction,the surgeon fired the device, however could not staple on the tissue tightly. The procedure was completed with another device. Additional tissue resection was required due to the issue. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter : per additional information received the surgeon fully pushed the plastic knob, however could not staple on the proximal side of the staple line.